Event description:
It was reported that the pt underwent a two level tlif using posterior fixation and interbody devices. The pt experienced weakness and drastically reduced power post-operatively.

Manufacturer narrative:
(B)(4): a review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Review of multiple radiographic images show modic changes most pronounced at l2-3 without stenosis. Mild disc narrowing noted as well. Some changes noted a l1-2 and l4-5. No central stenosis noted at any level. Tlif done at l1-2 and l2-3 placed l1, l2, and l3 roots in danger during screw placement. Nim needles were not used about l5 root and would not show deficit created inter-op during decompression at these levels. Many symptoms and reported signs not consistent with x-rays or operative levels as source of pain.